Manufacturer narrative:
(B)(4). A picture of the dialyzer was available and showed fluid pooling out of the venous header where the venous cap is screwed onto the dialyzer case. The root cause of the complaint could not be determined. A review of the manufacturing, process inspection and release inspection records was performed by the manufacturer, nipro, and no defects were noted. Testing of the retained samples showed no abnormalities. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
This is a spontaneous report received from the hospital (B)(6) to baxter (B)(4) of a xenium 190g synth hf dialyzer that leaked during patient use. Reportedly, on (B)(6) 2010, the patient, who does daily home hemodialysis treatment, was connected to the dialyzer xenium 190g synth hf dialyzer. After one hour of therapy, the patient observed (visual discovered) a blood leak. The patient does home hemodialysis and noted the blood leak on the floor. The patient reported noting small drops of blood on the floor. The patient reported he did not experience any symptoms due to the blood loss. The dialyzer was changed and the patient completed therapy successfully. The patient outcome was good. The sample is not available for evaluation due to contamination.

Manufacturer narrative:
(B)(4). The sample was not returned due to contamination, therefore no evaluation was performed.